Manufacturer narrative:
The permanent cautery hook (pch) instrument has been returned and evaluated by the failure analysis team on (B)(6) 2022. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of broken distal clevis. The pch instrument was found to have the base of the distal clevis broken. The broken piece was not returned, measuring roughly 0.156¿ x 0.088¿ in size. The root cause of broken instrument distal clevis is typically attributed to the mishandling/misuse such as excess force applied at the instrument tip. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The permanent cautery hook was last used on (B)(6) 2022 on system (B)(4) with 8 uses remaining per instrument log review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the permanent cautery hook instrument had damaged cable at the junction of head and shaft. The procedure was aborted with no patient involvement and no reported injury. Isi made multiple follow-ups to obtain additional information. However, no further details have been received as of the date of this report.